Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 50 bd ultra-fine¿ nano pen needles were unable to prime. The following information was provided by the initial reporter: patient uses the pen needles to apply levemir insulin, and in the last batch purchased more than half of pack, during the flow test, a bubble appears in pen needle tip and the insulin doesn't come out.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that at least 50 bd ultra-fine¿ nano pen needles were unable to prime. The following information was provided by the initial reporter: patient uses the pen needles to apply levemir insulin, and in the last batch purchased more than half of pack, during the flow test, a bubble appears in pen needle tip and the insulin doesn't come out.